Event description:
Procedure: l. Ant resection w/ end-end anastomosis. According to the reporter: two days after the surgery, a leak was detected. A re-operation was required to repair. There was 5mm of tissue torn on the posterior wall of anastomosis. An artificial anus was required. The pt is under observation.

Manufacturer narrative:
(B)(4). (B)(4).